Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Caller stated they were notified today by patient that 'no more than 7 years ago' the pt experienced a situation where pt was driving down the road near an airport where a navy radar system referred to aegis was being used. The pt states this radar is stronger than normal radar. The pt states that while driving down the road their stimulation went from 2.8v to 10.0v and this change was displayed on the pt programmer. The pt had to turn stim off. The pt states this happened a second time near another location, but this instance 'wasn't as bad'.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.